Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 20-48mm length, eccentric, de novo target lesion was located in the mildly tortuous, moderately calcified and 3.5-4.0mm in diameter left anterior descending artery. A 3.50x28mm synergy drug-eluting stent was advanced to treat the lesion. However, the device encountered significant resistance and upon removal, it was noticed that the tip of the stent strut was deformed. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.